Manufacturer narrative:
The bench repair technician (brt) determined that the pressure board required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the pressure board. The issue was resolved by replacing the pressure board, and the device was returned to the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During evaluation at bench repair, it was determined that the pressure board failed to display accurate readings. The device was not in use on a patient at the time of the event, so there was no patient involvement.